Manufacturer narrative:
Review of the device history records confirmed that the product was supplied in conformance with ortho solutions specifications. The complaint wire was not returned, thus visual inspection could not be undertaken. A wire from the same batch was tested under worst-case conditions based on the clinical information, and the device performed as intended and fulfilled the acceptance criteria with no deviations. The root cause for the complaint condition could not be ascertained following the investigation. The complaint does not suggest any new or emerging risks with the device when utilised in accordance to its intended use.

Event description:
During a midfoot fusion procedure, it was reported that after inserting the 4mm headless screw under power and percutaneously over the k-wire, it was found that the k-wire tip had broken in the screw and therefore retained in the patient. The fractured k-wire tip was confirmed to have broken off via x-ray. The surgical procedure proceeded successfully, and no patient injury was reported. No further complications which required medical intervention were reported.